Event description:
Customer reported that there appears to be battery leakage in the battery compartment. The customer did not provide a date when this was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Evaluation, results: evaluation of the returned unit confirmed the reported issue. Battery leakage residue was found on the battery springs. The unit powers up and passes all functional tests. Note: instructions for use state: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack. Used of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. Batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. (B)(4).